Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator alarmed for several internal communication errors and stopped ventilating. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: 1916mcc1712.

Manufacturer narrative:
The reported device was investigated at the hospital by our field service engineer (fse), the issue was resolved by replacing the device control pc board. The replaced pc board was returned for investigation, the device logs could not be returned as they were concluded to be corrupted. Our investigation of the returned control pc board verifies that the board is faulty. Installing new software was not possible, our test device was unable to communicate with the returned control pc board. Electrical measuring did not reveal any deviations. The cause to the error has not been established by this investigation. The most probable cause is that issue is related to a component error.